Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Prior to calling tandem customer technical support (cts), the customer had performed a system check and had reported that the occlusion "seemed" to be related to the infusion set site. However, cts was unable to confirm if the site was the cause. The customer's blood glucose level was not impacted.